Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex contour profile high 450cc saline breast implant, catalog # 3542713, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction revision with a saline mentor smooth round spectrum 225cc and experienced capsular contracture with baker grade IV on the right breast implant. The capsular contracture was confirmed by physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.